Event description:
A patient who had btm implanted in early (B)(6) 2024 on their left for a burn, had a hematoma post btm application. The hematoma could not be washed away and the surgeon explanted the btm on the 5th day after btm was implanted. The wound was grafted after the explantation.

Manufacturer narrative:
A batch review was performed for lot 220429l7, and it was concluded there were no events associated with manufacturing of the batch that could have affected product safety as the batch met all specifications at the time of distribution. The exact cause of the reported skin graft failure could not be determined as insufficient information was provided. However, haematomas are a known adverse outcome that may occur post btm application and can affect btm integration and leading to device removal. The IFU (IFU-008) contains a warning noting ¿novosorb btm integration requires an interface with a viable wound bed. Post-operative wound complications such as haematomas¿can subsequently affect this interface and preclude integration. This may indicate partial or total removal of the novosorb btm and further preparation of the wound bed prior to re-application of fresh novosorb btm¿. The risk is adequately documented in risk management file and confirmed to be within documented severity level for the risk. As a result of the investigation, it¿s been concluded there is no product risk, no review and reference of the risk assessment is required at this stage, corrective actions are not required, and the case will be subject to trending according to documented pms procedures.